Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a statlock patch clamp on a patient got separated from the dressing/patch. On one end the clamp is still closed and on other side it is loose. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached and damaged retainer on the statlock device was confirmed but the cause is unknown. A photo of a PICC plus tricot statlock device was returned for evaluation of this complaint. The retainer was completely detached from the pad. The device had been used, as the paper backing was no longer found on the device. An impression was seen in the tricot material where the retainer had been attached to the pad. A white discoloration was seen along the bottom of the retainer, which appeared to be adhesive from the manufacturing of the retainer onto the pad but cannot be confirmed from the photo. Possible contributing factors for a detached retainer could include an insufficient amount of adhesive, adhesive in an incorrect location, an improper cure of the adhesive, tensile (pulling) forces applied to the device, and chemical degradation to the joint (e.g. Alcohol and acetone can weaken bonding of components). The left retainer door is closed and clasped on the retainer while the right retainer door is unclasped. Both right-hand locking latches/hooks appear undamaged and straight. The through hole for the latch appeared to be broken on the upper right-hand corner of the retainer. This likely contributed to the complaint that the clamp was loose on one side. However, the source of this damage could not be determined. It is possible that the retainer was damaged during manufacturing, packaging, shipping, storage, or use. The lack of sufficient lot information precluded an adequate review of the manufacturing records and processes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a statlock patch clamp on a patient got separated from the dressing/patch. On one end the clamp is still closed and on other side it is loose. No other information was provided.